Manufacturer narrative:
Concomitant products: 5076-35 lead, implanted: (B)(6) 2002.

Event description:
It was reported that the right atrial (ra) lead exhibited rising impedance that ultimately went to high, non-physiologic oversensing, and noise with normal upper extremity movement. A lead fracture was suspected. The lead was programmed off and replaced. No patient complications have been reported as a result of this event.